Event description:
It was reported that there was a question as to early battery depletion. The download from (B) (6) 2010 read as "invalid data entry" and the device was not communicating with the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed a no telemetry condition. The depleted battery was the result of high current drain caused by a solder bridge between pins on a microprocessor ic (integrated circuit).